Event description:
Fail to integrate after 4 months of healing. The patient has poor bone quality and is diabetic.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.